Manufacturer narrative:
This product was received and tested by technical services and the failure was confirmed; there was no image at all. No physical damage was observed on the device. The returned device has already been replaced and the returned device was scrapped.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the cable was causing the image on the monitor to flicker. A delay in the procedure of between 10 and 15 minutes occurred as a back-up titanium system was obtained. No harm to patient or user was reported.